Event description:
It was reported that the device suddenly shut down during a running ventilation episode. As per report, the patient was immediately connected to another ventilator; no health consequences were resulting from the event.

Manufacturer narrative:
The involved device is not under a service contract - the user facility did not involve the local dräger s&s organization into any follow-up measures and thus, the state of preventive maintenance and repairs is unknown, even the age of the device cannot be determined since no s/n information was transmitted. This lack of relevant details does only allow a general assessment and no case-specific evaluation. The most likely causal connection to an unexpected shut-down with an alarm is a power failure. Under consideration that this is correct, there must have been circumstances that did not allow operation on internal battery. Multiple scenarios would be imaginable: the device was probably running on battery until the latter was depleted or the ventilator was disconnected from mains supply and went suddenly off due to a depleted/damaged battery. The internal battery serves as a back-up to cover mains power losses and shall be regularly inspected as well as replaced every two years. It is also part of the daily pre-use check that the user is advised to disconnect the device from mains supply to verify that the internal battery is available to ensure that operation is being continued if mains power gets lost for whatever reason. Hence, if indeed the triggering condition was a device malfunction and not a use error or infrastructure problem, it is seen likely that the reported event could only manifest due to occurrence of further factors such as use error or lack of maintenance, it is not known when the last battery replacement was performed if ever. A more specific conclusion is not possible on the base of the few available details. It is recommended to have the device checked by trained service personnel. H3 other text : device not available for evaluation.